Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 70 unopened units. There are no previous complaints of this code/batch. There are no units in OEM stock. The needles of the samples received were tested for bending strength and the results fulfill the OEM specifications of the product. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). When suturing the patient the needle breaks.